Event description:
Rob527 - ndi camera replacement. Fse (B)(6). Case type: pka. As per fse: surgical delay <30 minutes patient was under anesthesia at the time of the issue. Please note the captured delay time is in between 15 to 30 min. So entered data is < 30 min. I have attended the issue of ndi camera poor sensation during surgery. Noticed that the ndi camera led wrong status after bootup the system. (Orange led lit). Pre-surgery test was fine. Recommended to replace the ndi camera. Resolution description: defective camera is replaced by new one per service manual. Pre surgery test and camera led status is fine. System is ready for regular use.

Manufacturer narrative:
Reported event: issue of ndi camera poor sensation during surgery. Device evaluation and results: per (B)(4): fse replaced the ndi camera. Product history review: a review of device history records shows that on 01/31/17 1 device was inspected and 4 device was placed on: qt 17-01-0087, qt17-01-0104, qt17-01-0095, qt17-01-0096.. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207335 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - ndi camera replacement. Fse (B)(4). Case type: pka. As per fse: surgical delay <30 minutes. Patient was under anesthesia at the time of the issue. Please note the captured delay time is in between 15 to 30 min. So entered data is < 30 min. I have attended the issue of ndi camera poor sensation during surgery. Noticed that the ndi camera led wrong status after bootup the system (orange led lit). Pre-surgery test was fine. Recommended to replace the ndi camera. Resolution description: defective camera is replaced by new one per service manual. Pre surgery test and camera led status is fine. System is ready for regular use.